Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the pt connector. Pt was in fill of treatment and getting a pt line blocked alarm. Pt believes she may have rolled over the pt connector during her sleep. Pt did not receive any prophylactic antibiotics and has had no adverse effects. Sample is available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.